Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant, the patient felt the vibratory alarm. Device interrogation and testing revealed high impedance, decreased sensing thresholds, and no capture. Fluoroscopy revealed dislodgement. The physician elected to implant an active fixation lead.